Event description:
Boston scientific corporation became aware of the following event through the article, "outcomes of colon self-expandable metal stents for malignant vs benign indications at a tertiary care center and review of literature", by walayat, s., et al. Per the literature, a retrospective reviewed was performed to all patient who underwent colonic self-expanding metal stent placement from august 2004 through august 2022 at university of wisconsin. There were sixty-three patients over the age of 18 who underwent colonic stent placement. Fifty-five cases were for malignant indication, and eight were for benign conditions. The benign strictures included diverticular disease stricturing (n = 4), fistula closure (n = 2), extrinsic fibroid compression (n = 1), and ischemic stricture (n = 1). Forty-three of the malignant cases were due to intrinsic obstruction from primary or recurrent colon cancer; 12 were from extrinsic compression. Fifty-four strictures occurred on the left side, 3 occurred on the right and the rest in transverse colon. According to the literature, a case of a 62-year-old, female, with rectal cancer, was successfully implanted with a wallflex colonic stent. However, four months later, the patient required repeat stenting due to recurrent obstruction secondary to tumor ingrowth. The patient sustained clinical remission thereafter.

Manufacturer narrative:
Block b3: the exact date of event was not reported. The article published date is used for the estimated date of event. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: walayat, s., et al. "Outcomes of colon self-expandable metal stents for malignant vs benign indications at a tertiary care center and review of literature". World j gastrointest endosc 2023; 15(4): 309-318. Doi: 10.4253/wjge.v15.i4.309. Block h6: imdrf device code a0106 captures the reportable event of stent ingrowth. Imdrf patient code e2328 captures the reportable patient complications of recurrent obstruction. Imdrf impact code f2202 captures the additional endoscopic procedure for repeat stenting. Imdrf impact code f2301 captures the additional stent implanted.